Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 810:15 on channel b, which have caused an interruption of delivery. The reported condition was found upon review of the event history by baxter. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:15 on channel b was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to moisture on the tubing. The pump head module was replaced to correct this condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.